Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The shop floor paperwork has been reviewed and no issues were noted that would have contributed to the complaint reported. Should further relevant information become available; a supplemental medwatch report be filed.

Event description:
It was reported that during a ptca treatment procedure, the maverick over-the-wire balloon catheter ruptured. The lesion being treated was a 99% stenotic lesion with calcification in a very tortuous left main (lmt) to proximal circumflex (cx) coronary artery vessel. The balloon crossed the lesion with difficulty and when it was inflated, blood flowed back into the inflation device. The balloon was removed and it was noted that it was ruptured. The procedure was successfully completed with this device and there were no patient complications. Current patient condition is reported as 'good'.